Event description:
It was reported that the lead was positioned in many places in the right ventricle but none of the positions presented appropriate threshold, resistance or ventricular sensitivity. The procedure was stopped. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead became extrinsically fractured due to over-rotation. It was also noted that the distal conductor was extrinsically over-rotated and visual summary analysis of the lead indicated damage at implant.